Event description:
A call to technical services on (B)(6) 2011 states that they are doing a changeout on this lead. Impedance is 1600 ohms with high thresholds. Ts suggested changing the lead out. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).